Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed multiple motor errors. The customer indicated that they have changed the site over ten times in the last week. Customer does not recall any significant events leading to the error. Customer's blood glucose was 300 mg/dl at the time of incident. Troubleshooting was done for motor error and found that the pump also has numerous alarms in the pump history. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No excessive no delivery error alarm or motor error alarm noted. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and missing end cap sticker.